Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was presented for elective replacement of device due to device showing under skin. Patient had no break in skin but felt discomfort around the device area. The device was explanted and replaced without difficulty. The patient tolerated the procedure and left the lab in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.